Manufacturer narrative:
A.5 ethnicity and race are unknown. The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
The user facility reported a 24-year-old female patient of unknown race and ethnicity with cardiomyopathy was implanted with an impella cp for mechanical circulatory support. It was reported that the impella cp was implanted. Shortly after the patient coded and cardiopulmonary resuscitation (CPR) was performed. The impella cp was implanted a little deep because when they pulled it back there seemed to be an unusual bend in the cannula. The impella cp was left at p-2 as CPR was being performed for over an hour. Extracorporeal membrane oxygenation was placed. Impella flows were run at p-1 because there was suction when running at p-2. The patient was also bleeding from multiple sites and endo-tracheal tube. Multiple units of blood were given and hemoglobin (hgb) never came up. Also, the physicians were unable to get an arterial line, so it was decided to remove the impella cp and use that arterial access for the arterial line. Despite all best efforts and multiple hours of CPR, the patient expired. Per abiomed's medical safety officer review, there is not enough information to associate the use of the device with outcome.

Manufacturer narrative:
The investigation for the low pump flow, positioning issues, and vascular damage/bleeding has been completed. The pump was returned for investigation. There was a cannula kink observed. Low flow could not be reproduced. Clinical mentions that kink was straightened out, patient was bleeding from multiple sites and CPR was given. ECMO device was also used along with impella. Data logs were reviewed and there were constant suction alarms and position alarms were also seen in the case. There was upward shift in the placement signal observed. The patient had a very deteriorating condition. Per the data log review and clinical information provided, the root cause of the low pump flow issue was patient condition related. The patient was given CPR for multiple hours. Therefore, as per the clinical details provided, the root cause of the positioning issue was use related due to CPR given to the patient. The patient was bleeding from multiple sites, but no other information was provided. Therefore, the root cause of the vascular damage - peripheral vessel issue/bleeding was not determined since insufficient clinical information was provided and unknown relation to impella. The instructions for use for the impella cp with smart assist system states the following: section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ f6/f8 should have been left blank in the initial report.